Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 440 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with injection for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose customer did not allege the insulin pump for under delivery. Customer preformed high-pressure test and the insulin pump passed. Troubleshooting was performed. The device will be not returned for analysis.